Event description:
It was reported that after three months from the implantation of the central venous catheter in the pt's body, catheter broke/cracked on the part which is in the body. Pt felt pain during solution administration, and fortunately in that time pt was taking over saline, not some aggressive medication. Incident occurred in 2007.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.